Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a sharps container. The customer states when he held the product, he felt pain on the left palm because a needle had penetrated the bottom. The container was used for needles which had not been utilized for pts, therefore, this event was thought to be safe from infection. The employee did have blood drawn and all tests came back negative.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.